Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that myopotential oversensing was still observed after previous programming change. The device also exhibited post-paced t-wave oversensing. Further programming change was made.

Event description:
New information received indicated that another instance of post-paced t-wave oversensing was observed. Device was reprogrammed.

Event description:
It was reported that during a device check post-generator change stored episodes of nonsustained rv oversensing were observed. Myopotential oversensing was suspected. Programming changes were made, and the patient will continue with a wound check follow up.